Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) cylinder tank rubber bracket came off. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen (o2) cylinder tank rubber bracket came off and needed to be reattached. The biomedical engineer (bme) reattached the rubber strap that secures the o2 tank and verified that the device passed functional tests. Per good faith effort (gfe) response, the biomedical engineer (bme) stated that there was no patient involvement at the time the issue was discovered and confirmed that the device was returned to service. The investigation concludes that no further action is required at this time.